Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly, a patient with unipolar lead was interrogated with a programmer plus 2.54 and the list of bipolar vectors was displayed. The implantable cardiac defibrillator was interrogated and the physician performed some tests as a bipolar lead, there was no warning message.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, a patient with unipolar lead was interrogated with a programmer plus 2.54 and the list of bipolar vectors was displayed. The implantable cardiac defibrillator was interrogated and the physician performed some tests as a bipolar lead, there was no warning message.

Event description:
Reportedly, a patient with unipolar lead was interrogated with a programmer plus 2.54 and the list of bipolar vectors was displayed. The ICD was interrogated and the physician performed some tests as a bipolar lead, there was no warning message. An investigation is required.